Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Tka replacement mako assisted that the surgeon was not particularly happy with the end results. I have attached the x-ray pictures and have submitted the complaint under the s:drive under ¿ccowden_covenant medical center_(B)(6) 2017¿. Post-op the surgeon mentioned that he felt that the tibia component seemed like it was in varus any information that you can provide on this would be helpful. Per the mps the cup inclination was off by 20 degrees. The mps was aware of the issue on (B)(6) 2018.

Manufacturer narrative:
An event regarding tibial varus alignment during a total knee procedure involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 108 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding tibial varus alignment. There were no other similar reported events. Conclusion: the screen shots from surgical procedure and log files show that the CT landmarks, bone registration and bone preparation were performed per application user guide. There is no evidence of system malfunction. Pre-exiting varus knee and implant selection during planning are possible reasons for varus outcome. The ligament balancing data captured before surgery indicates varus knee. Ligament balancing data was not captured after implantation. Hence varus outcome cannot even be quantified conclusively from the session file.

Event description:
Tka replacement mako assisted that the surgeon was not particularly happy with the end results. I have attached the x-ray pictures and have submitted the complaint under the s:drive under (B)(4). Post-op the surgeon mentioned that he felt that the tibia component seemed like it was in varus any information that you can provide on this would be helpful. Per the mps the cup inclination was off by 20 degrees. The mps was aware of the issue on 1/22/2018.